Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Clavicular crush was suspected but not confirmed. The helix of the lead was unable to retract, and the lead was explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture, and clavicle crush. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was partially extended and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and clavicle crush were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.